Manufacturer narrative:
A4: unk. A5: unk. A6: unk . H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.00 diopter, into the patients right eye (od) on (B)(6) 2024. The lens was removed on (B)(6) 2024 due to excessive vaulting and refractive surprise. The lens was replaced with a shorter length lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge/ lens vial. Visual inspection found the lens haptic torn, broken and bent. Dimensional and refractive verification were performed and the lens was found to be in specification. Claim # (B)(4).